Event description:
It was reported that the patient missed the alarm date which was last tuesday ((B)(6) 2013). The low reservoir alarm was set for 10/8/13 when the drug reached 2ml. The patient/family did not hear the alarm. The healthcare provider indicated that the pump was ¿ok until monday¿. The patient had oral baclofen to take if needed. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8711, lot# n104536020, implanted: 2008 (B)(6); product type catheter. (B)(4).